Event description:
A customer tested patient sample for troponin (accu tni) and a result of 20.62ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested and two results of 0.05ng/ml were generated. An amended report was sent. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Based on available information, the sample appearance was norma. The specimen was processed through the closed tube accessing (cta) system. Qc was within specifications before the event. A field service engineer (fse) was dispatched: the fse performed a carryover procedure on the cta, which passed. The fse inspected the instrument and found the aspirate probe misrouted over the pipettor motor and micro bubbles in the wash pump. The fse replaced the wash pump stator as a proactive step and cleaned the cap. The fse performed hardware verification testing and results met published specifications. Although hardware issues were addressed, no clear root cause has been determined to date. A malfunction will be assumed for the purpose of this report.